Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leaked occurred from the bd insyte¿ autoguard¿ bc shielded IV catheter connection to the IV route during the antibiotic administration. The following information was provided by the initial reporter, translated from japanese: "this is a report about leakage from the connection. According to the customer's report, during antibiotic administration after connecting to IV route, leakage was found from the connection between iag bc and the route."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received five photos and one catheter assembly from an unknown lot number for the investigation of this complaint. In addition, miscellaneous extension tubings were also returned. The photographs displayed a catheter that has blood beyond the septum. The unit has no physical damage. A gross visual inspection of the unit found the blood control septum in the actuated position. The back end of the catheter adapter had a deformation that appears to be a plastic flash. A leak test was performed, and no leakage was observed. The slight flash observed did not interfere with any function of the part. The used unit was then dissected for closer inspection of the septum and actuator components. No deformities or damage were found on the actuator. The slit of the septum was graded and found acceptable. A large space was found near the slit center, and it is likely that the gap was caused by the actuator been left in the septum for an extended period of time. Due to the condition of the sample, it can't be determined with certainty if the sample leaked in the user environment. Damage to the septum may occur due to shuttle escapement station misalignment, probe misalignment, high bowl speed, excessive static electricity, machine/tooling misalignment, or improper vacuum set-up. Operators perform functional tests for leakage beyond the septum and microscopic inspection of the septum per the sampling and quality control plan to mitigate the occurrence of this defect. We were unable to confirm the reported issue and determine root cause due to the condition of the returned sample.

Event description:
It was reported that leaked occurred from the bd insyte¿ autoguard¿ bc shielded IV catheter connection to the IV route during the antibiotic administration. The following information was provided by the initial reporter, translated from japanese: "this is a report about leakage from the connection. According to the customer's report, during antibiotic administration after connecting to IV route, leakage was found from the connection between iag bc and the route."